Event description:
Pt's operative course was uneventful. Pt was transported to ICU without difficulty. Pt was normothermic on arrival to ICU (36.8 degrees celsius). While in the ICU there was a discrepancy between pts bladder core temperature readings, which were fluctuating between 36.8 and 37.4 degrees celsius and the core temperature beind read on the pulmonary artery catheter, which was 37.6 degrees celsius. The ICU nursing staff noted when turning to wash the pt the next day there were symmetrical, box-like reddened and raw areas on the upper back (t5-t7 region, right side worse than the left). The nursing staff initially thought this was re-ctivation of shingles and an infectious disease consult was obtained, they ruled out shingles, but ruled in pressure related burns from the thermoregulation garment. Their recommendation was for local care and silvadene cream to the affected area. Otherwise the pt is stable and recovering from surgery fine.